Event description:
One week after surgery three cortical bone screws inserted in the patient's femur broke.

Event description:
One week after surgery three cortical bone screws inserted in the pt's femur broke.